Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received three (3) photo samples. All photo samples showcase an overview of an all-silicone foley catheter. Visual: received one (1) all-silicone foley catheter with syringe without original packaging. Verified material number: 2758j14 and manufacturing lot number: ngjq4070. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and the catheter rested with no leaks noted. Attempted to deflate balloon passively using returned syringe and solution could not be withdrawn. Attempted to deflate balloon with in-house luer lock syringe and only 3 ml could be withdrawn. Replaced returned inflation valve with an in-house valve and reattempted inflation and deflation with both syringes. Neither syringe could not withdraw solution passively. Solution was aspirated with returned syringe. Dissected balloon and found that the notch was perforated completely. Dissected inflation funnel and pin gauges 0.024¿ and below could freely pass through lumen. 0.025¿ - 0.035¿ took some effort to get through and 0.036¿ and above cannot pass through. Based on physical sample received the product does not meet specifications according to ip7601841 rev 11 which states "shaft must not be damaged or pinched." The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, sterile water was difficult to drain from the foley catheter. Medicon syringe used to drain the water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, sterile water was difficult to drain from the foley catheter. Medicon syringe used to drain the water.